Manufacturer narrative:
Literature citation: gheith r, wortmann m, najjar m, oliver c, whitlow b, raterman b, shackelford kr. Real-world outcomes of spinal cord stimulation: a consecutive institutional experience with 505 trials, trial-to-implant ratio, long-term efficacy, and explantation risk factors. J pain res. 2025 nov 28;18:6381-6395. Doi: 10.2147/jpr.s552361. A2 age: please note this data is based on the study's average age, as no additional details were available. A3a sex: please note this data is based on the study's majority sex, as no additional details were available. B3 event date: please note that this date is based on the articles online publication date, as no additional details were available. D: the authors noted that 6 of the 505 patients were implanted with devices manufactured by the reporting manufacturer. Additional information has been requested from the authors whether the reported devices were manufactured by the reporting manufacturer; however, no additional information has been received at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Reported events: the authors reported that ¿at the last known follow-up,¿ 50 patients had undergone device explant and that ¿the most common reason for explantation was loss of efficacy (30 patients).¿ the remaining two explants were associated with the following ¿complications:¿ 7 lead migrations, 5 infections, 4 with pain at the implant site, 3 mechanical breakdowns, and 1 rash. Please see the attached literature article.